Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. Information was completed by the manufacturer based on information obtained from the complainant. The complainant reported that the device will not be returned for evaluation as it remains implanted in the patient; therefore, a failure analysis is not available. If there is any further relevant information from that review, a supplemental medwatch will be field. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported that on the clinician implanted an advantage sling system in a female patient in 2008. The physician reported that the procedure went smoothly with no intraoperative complications. Post operatively the patient was unable to completely empty her bladder when voiding. The patient self-catheterized for 3 weeks per the physician's instructions. The patient is reported to be "fine now" and with no additional complications.